Event description:
It was reported that the right ventricular lead exhibited low defibrillation impedance. During explant procedure, the implantable cardioverter defibrillator was also explanted and replaced due to battery advisory. The patient was in stable condition throughout the event.

Manufacturer narrative:
Correction: the lead was capped on (B)(6) 2018 and not explanted. (B)(4).

Event description:
Correction: the lead was capped on (B)(6) 2018 and not explanted.